Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) analyzed the system onsite and confirmed that the system could not be started. Fse found the ts ethernet cable had problem. Fse reset the mainboard, restarted system. After reset, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura system could not be started. Multiple reboots did not resolve the issue. The device was outside of clinical use at the time of the reported event, no harm was reported to philips. As per the field service engineer, the host pc was not starting. The field service engineer re-plugged the host board, cable onsite and returned the device to use in good working order.